Manufacturer narrative:
Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
It was reported that a patient was getting a surgery because catheter was dislodged in the supraspinous ligament area, and as a result the patient did not come in for a refill. The pump printouts suggested that the patient¿s low reservoir alarm should have started on (B)(6) 2015 but the patient hasn¿t heard any alarms. The healthcare professionals (hcp) thought the pump has run dry. While the hcp was on the phone with the patient, the alarm did sound and the patient claimed it was the first time they heard the audible alarm. The patient no longer wanted the pump but was not going to have it explanted ¿for now.¿ the hcp decided to increase the low reservoir alarm to 5 ml (even though it was empty) so that the alarm wouldn¿t sound and reprogrammed the pump to the minimum rate. Additional information was requested but was unavailable at the time of this report. If additional information is received, a follow up report will be sent.